Event description:
It was reported the pump software did not dispense insulin delivery appropriately. Customer's blood glucose was 242 mg/dl. The customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.